Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch # 2032227-2015-53704. (B)(4)

Event description:
The customer reported via telephone call that the blood glucose was 588 mg/dl. The customer was recovering from surgery. The customer treated with a bolus from the insulin pump. The insulin pump had alarmed for no delivery and the customer was unable to troubleshoot due to changing the set already. The insulin pump alarmed during basal delivery. No product will be returned.